Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. Upon opening the lead packaging, the right ventricular (rv) lead was observed to have a crease in the lead body. The rv lead was not used and replaced to complete the procedure. The patient was discharged following the procedure.